Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was unresponsive. The patient¿s daughter called emergency medical services (ems). Once ems arrived, the patient¿s cgm value was not confirmed, nor whether ems took a bg meter reading on the patient. However, ems did remove the patient¿s sensor and her beta bionics ilet insulin pump. The patient was transported to the emergency room. At the ER, the patient¿s bg meter reading was 35 mg/dl. At an unspecified time during this event, the patient also had as seizure, however, it was not clarified when during the event timeline this occurred. The patient was admitted to the hospital and treated with keppra. It was not specified what was provided to the patient for hypoglycemia reversal. It was not specified when the patient was discharged from the hospital. The patient was ¿at home and doing okay¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 08/05/2025. Data was further reviewed, however data for the application is not present during the alleged date. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.